Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that before use, the device's experienced technical failure 316 and 401. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
H3: a field service engineer (fse) was dispatched to the customer site to evaluate the device. During troubleshooting, the fse initially replaced the blower; however, the device continued to fail to start the blower. Subsequently, the main board was replaced, which successfully resolved the issue. The blower functioned as expected following the replacement. The root cause of the reported issue was determined to be a defective main board.